Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited noise and oversensing suspected to be due to the patient's implanted left ventricular assist device. The device was reprogrammed at that time. Then the noise and oversensing resulted in the delivery of an inappropriate shock to the patient. The device system was subsequently explanted and replaced with a transvenous system. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited noise and oversensing suspected to be due to the patient's implanted left ventricular assist device. The device was reprogrammed at that time. Then the noise and oversensing resulted in the delivery of an inappropriate shock to the patient. The device system was subsequently explanted and replaced with a transvenous system. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. No additional adverse patient effects were reported.